Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead measuring 6.4 cm of connector portion was returned. Visual examination found external abrasion noted at 6.8 to 7.5 cm breaching the connector boot only consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.